Event description:
A customer reported that during routine testing, the system shut down on its own. There was no surgery scheduled or patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The power distribution was replaced as a diagnostic measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 22, 2008. Based on qa assessment, the product met specifications at the time of release. The system was verified to meet product specifications. With the information given, the root cause could not be determined and is unknown. (B)(4).